Manufacturer narrative:
The facility called into technical services and ordered a new foot pedal. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "footswitch stopped working" (device issue). A nurse reported during a case the footswitch stopped working. It was switched out with another to complete the case. There were no patient injuries reported.